Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation, however, during initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of the quantum maverick balloon catheter. The device was microscopically and visually examined. There were numerous kinks and bends in the hypotube. The hub was not returned with device as it was separated at strain relief. There was separation of the hypotube at 47.4cm from strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. Blood was present in the guidewire lumen and in the folds of the balloon. The balloon was tightly folded and had tip damage. From the separation, the distal end of the device was connected to a toughy and prepped with an inflation device filled with water to inflate the device to the rated burst. The balloon was able to be inflated and maintained pressure as well as deflate with no issues.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation, however, during initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.